Event description:
It was reported that the pt had skin breakdown and erosion at the pump site. The pump had eroded and was exposed at the lateral edge and an approximately 0.5cm area was open to the environment. There was no drainage or exudate or any signs consistent with infection. It was reported that the pt had a significant weight loss over the last six months and as a result probably had loss of subcutaneous fat tissue making the pump more superficial. The pump and catheter were explanted. The pt outcome was reported as "recovered without sequelae." The type of medication, concentration, and daily dose being administered via the pump were not reported.